Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the lead had a history of undersensing with high capture threshold. Physician suspected externalized conductors during device change-out procedure due to eri. Lead was capped and replaced on (B)(6) 2016. There were no patient symptoms prior, during, and after the case. The patient was fine in the recovery room post-procedure.